Event description:
Hysterectomy - "doctor used trocar to enter abdomen, stated that shield did not retract and the iliac struck thus had to open to repair." Medwatch: "blood vessel injury occurred during trocar placement. Procedure was converted to an open procedure and a surgeon was consulted to assist with surgical repair of the vessel injury. The surgeon believes the blade did not retract as designated during puncture through the tissue." Pt status: "good".

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.